Manufacturer narrative:
The manufacturing location for this product is (B)(6), india. This site is not registered with the FDA. Investigation summary: no samples (including photos) were returned for the reported issue of ¿catheter damage¿ with lot number 2073113 regarding item number 391592, so retention samples were used for the investigation. The investigation and simulation were carried out on two retention samples. The investigating team has visually tested the retention samples for catheter damage and no catheter damage was found on the two retention samples. Since there are no samples and no photograph, the defect could not be confirmed. To confirm the defect and investigate the root cause the original sample will be needed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 100 bd venlon IV cannulas experienced catheter splitting. The following information was provided by the initial reporter: catheter is tearing from tip.